Manufacturer narrative:
Additional information received that customer not returning device. Product not received at investigation site. Lot number listed in case is incorrect; therefore, no DHR review can be completed. This is a follow up report for this additional information.

Event description:
In this event it is reported that a proglider rotary glide path files 21 mm length file broke during use. The broken part was not retrieved and was incorporated into the fill. No injury. File discarded.

Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.